Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error and could not be cleared. Customer removed the battery and alarm is recurring. Blood glucose value is 130 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No black circle, button error alarm unexpected audio and beep anomaly noted during testing. Insulin pump was received with minor scratches on display window, cracked case at display window corners, broken reservoir tube lip, cracked battery tube threads, cracked pump belt clip slot and scratched reservoir tube window.